Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on applicator and no issues were observed. Applicator had fired correctly. The sensor plug was properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Sensor state 5 with event logs 3 and 4 are an indication of normal termination of the sensor without any error. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) and poise voltage testing were performed and all results were within specification. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "replace sensor" error message was reported with the abbott diabetes care (adc) device. The customer received 56 mg/dl readings an customer and reported self-treating with glucose. After receiving the sensor error message and being unable to obtain readings, customer reported symptoms of hyperglycemia with polydipsia, polyurea, irritability, headache. The customer then reported self-treating with 4iu of insulin (type unspecified) and no third party treatment was reported. There was no report of death or permanent impairment associated with this event.

Event description:
A "replace sensor" error message was reported with the abbott diabetes care (adc) device. The customer received 56 mg/dl readings an customer and reported self-treating with glucose. After receiving the sensor error message and being unable to obtain readings, customer reported symptoms of hyperglycemia with polydipsia, polyurea, irritability, headache. The customer then reported self-treating with 4iu of insulin (type unspecified) and no third party treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.